Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The unit was returned with its original pouch batch. The returned guidewire has several kinks along the body and the coiled wire coating is peeled at some segments. All the outer diameter (ods) and the guidewire's overall length were measured and were all according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 035/180 magic torque guide wire was advanced to cross the lesion. However, the physician noted that the longer the wire stays in the body, the coating of the guidewire was dissolving or cutting off as the wire becomes more resistant while the case went on. The guidewire kept getting hung up as the physician tried to go through a 6.0mmx20mmx135cm (4f) sterling balloon catheter. The procedure was completed using a 0.014 guidewire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that coating issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 035/180 magic torque guide wire was advanced to cross the lesion. However, the physician noted that the longer the wire stays in the body, the coating of the guidewire was dissolving or cutting off as the wire becomes more resistant while the case went on. The guidewire kept getting hung up as the physician tried to go through a 6.0mmx20mmx135cm (4f) sterling balloon catheter. The procedure was completed using a 0.014 guidewire. No patient complications were reported and the patient's status was fine.